Manufacturer narrative:
The involved cartridge was not returned for evaluation. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatability has been established. This report and the information contained herein is submitted to the applicable competent authority under medical device directive 93/42/eec and represents the information available to the company at the time of the report.

Event description:
A report was received on (B)(6) 2019 from the home therapy nurse (htn) of a (B)(6) female patient with a history of blood pressure issues (nos), who experienced nausea, hypotension, and lightheadedness during her first hemodialysis treatment using the nxstage system on (B)(6) 2019. Additional information was received on (B)(6) 2019 from the htn stating symptoms occurred within 30 minutes of initiating treatment and persisted throughout the approx 2.5 hour treatment. Per the htn, no medical intervention was required to address the symptoms and the patient recovered without sequelae.